Event description:
It was reported per field svc report: symptom - pump is alarming less than 20 minutes battery time. Alarmed and stopped pumping approx 1 minute. No harm to the pt. Pt was transferred successfully and switched to the hospital's pump. Findings/action taken: confirmed symptom - pump ran approx 25 minutes, alarmed 20 minutes battery run time approx 1 minute later pump shut down with constant alarm. Checked charge voltage - ok. Replaced battery. Display bracket broke. Replaced display head. Performed preventative maintenance on pump.

Manufacturer narrative:
(B)(4). Device eval: the battery (pn (B)(4), lot kc01060485) was returned for eval. The battery evaluated using the uba battery test station and it failed for both discharge time and charge capacity. The operator's manual states: "as the batteries age, it is important that their performance be periodically checked to insure that they will perform as intended. It is recommended that a load test, as outlined in this manual, be performed by qualified svc personnel at 12 month intervals to ensure battery capacity and usability. Any time that the batteries do not pass the load test they must be replaced." The operator's manual also states: "the battery should be maintained at full charge whenever possible. Arrow intl recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A review of the svc history indicates this battery was installed on (B)(6) 2011. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all mfg specs prior to release. Conclusion: the reported complaint of "the pump is alarming less than 20 minutes battery time" is confirmed. The battery failed both discharge time and charge capacity tests. Battery life is dependent on usage of the battery.